Manufacturer narrative:
(B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was disposed of at the hospital. A review of the manufacturing data was performed and there were no anomalies highlighted. The maximum crimped stent od (outer diameter) was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the crimped stent at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent was detached inside the patient, was retrieved using a snare, and was disposed.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the severely calcified coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled out inside a non-bsc guide extension catheter, the proximal part of the stent got caught and was difficult to remove. The device was eventually removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.